Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported issue. The fse found that the battery modules to be defective. To address the issue the fse replaced the battery modules from the customer stock and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, there was no battery back up on the cs100 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.